Manufacturer narrative:
Concomitant products: sheath introducer (45 parent, medikit), guidewire (cruise, st.jude medical), balloon catheter (1.5mm coyote, boston scientific), balloon catheter (2.0*40 shiden, kaneka). (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure a 2mm 4cm 155 saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured before nominal pressure during inflation. It was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The device will not be returned for analysis. The target lesion was the right bk. The lesion was moderately calcified. The rate of stenosis was 99%. An antegrade approach was made from the right femoral artery with a sheath introducer (45 parent, medikit). After a guidewire (cruise, st. Jude medical) was crossed the lesion, a balloon catheter (1.5mm coyote, boston scientific) was inflated. After that, a balloon catheter (2.0x40 shiden, kaneka) was delivered to the lesion and inflated but the balloon rupture. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio are unknown. The type and brand of inflation device used are unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel or form the other devices. However it was removed intact from the patient.

Manufacturer narrative:
During an interventional procedure a 2mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured before nominal pressure during inflation. It was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The target lesion was the right bk. The lesion was moderately calcified. The rate of stenosis was 99%. An antegrade approach was made from the right femoral artery with a sheath introducer. After a guidewire was crossed the lesion, a balloon catheter was inflated. After that, a balloon catheter was delivered to the lesion and inflated but the balloon rupture. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio are unknown. The type and brand of inflation device used are unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel or form the other devices. However it was removed intact from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17341305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 99% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.